Manufacturer narrative:
Additional information was received that the reason for lead replacement was there were three contacts that were shorted out and there were no missing contacts from the lead that was returned and replaced noted by the physician. Sc-2316-50 (B)(4) device evaluation indicated that five cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. Fracture location is 1cm from the clik anchor set screw mark. The lead was pulled during the explant procedure, and three electrodes were missing. This damage was considered explant damage. Sc-2218-50 (B)(4) as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-4316 (lot: 16445129) device evaluation indicated that the clik anchor passed all the required test and revealed no anomalies.

Event description:
A report was received that the patient¿s left lead was showing high impedance. It was noted that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and there was some sort of lead fracture. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's left lead was showing high impedance. It was noted that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and there was some sort of lead fracture. The patient was doing well postoperatively.